Event description:
No additional information.

Manufacturer narrative:
Two 2203-0006 samples were received in sealed packaging from lot 23085349 for investigation. The customer reported that they observed "leakage from three different IV set , same lot number". Additional feedback noted that on one occasion, the epidural analgesics emptied too quickly, noting leakage outside of the fluid path and on other instances, it was noticed after 10 minutes of infusion. Furthermore, they identified that the leakage occurred "from the top of under the drip chamber" and that "while we open the set was intact but when we started to prime the line started to drop." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed with a gravity infusion; no air in line or leakage was observed from either device throughout testing. Furthermore pressure testing did not manage to replicate any leakage from any part of the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23085349 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2203-0006 product over the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module set had leakage. The following information was provided by the initial reporter: leakage from three different IV set, same lot number. During use. Additional information received from the customer: could you please provide the lot number of the defective product? IV set cat: 2203-0006 lot number:(10)23085349. Were the three IV sets used on three different patients, or were they all used on the same patient? Yes, three different patients. If they were used on different patients, could you please confirm the date of the event for each occurrence? Na. Was patient or user harmed? If yes, please explain. Patient oriented, vitally stable, no issue please confirm how the fault was identified? Patients are on epidural analgesics started at 5ml/hr. @ 02:25 am (B)(6) 2025. 0600h whole bag of epidural was empty and noted leakage from infusion set, showing manufacturer fault (video and picture taken) this is happened probably 3 times with same IV set. Epidural medication is narcotic and very cost medication we are able to change with narcotic pharmacy after datix done. Please confirm what substance was being infused during the time of the event? Epidural analgesics. Was there an under infusion? Yes. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? It was during infusion and within 10 min. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? With pump without any other extension or access. Please provide details of the *type, size, and manufacturer of fluid container in use? *(i.e, is it a collapsible bag, a semi rigid plastic container or a glass bottle)? Plastic bags and the fluid was 250 ml epidural medication. Please provide details of the storage conditions prior to use (where are the products stored? Is the area temperature controlled?)? Yes, the line was in the store room with temperature controlled the temperature was 21 c. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation? While we open the set was intact but when we started to prime the line started to drop. Please confirm the exact location of the reported fault within the set? From the top of under the drip chamber. Please confirm if the sample has been disinfected ¿ if so when and with what substance? The line was closed totally.